Manufacturer narrative:
Other: d4 UDI: (B)(4). No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. Service history review identified no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(6).

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had physical damage and was missing two knobs. Patient involvement is unknown.

Manufacturer narrative:
UDI related data quality updates only.